Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during an interrogation, this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. The device was explanted and replaced that day. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Event description:
It was reported that during an interrogation, this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. The device was explanted and replaced that day. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis. The device was subsequently returned and analyzed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The crt-p had no telemetry and an engineering level programmer was used to interrogate the device and confirm it was operating in safety mode. Manual functional testing was performed and confirmed pacing therapy remained available. Technicians measured the battery voltage while the device was communicating with the programmer to evaluate the impact of high-power consumption events and the values oscillated between 2.76v and 1.50v. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.